Event description:
A stryker micro oscillating saw was called in for repair due to overheating during regular maintenance check. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.